Event description:
The reporter obtained a 51 mg/dl and 196 mg/dl blood glucose comparison on the accu-chek advantage meter. The reporter states he obtained an add'l comparison with blood glucose results 51 mg/dl and 144 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within a 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.